Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, de novo lesion in the left anterior descending (lad). A 4x23mm xience prime drug eluting stent (des) was implanted at the target lesion. The des balloon was deflated and attempted to be removed from the anatomy however the balloon was stuck to the stent and took several attempts to be removed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, factors that can contribute to difficult to remove include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible the balloon was not allowed sufficient time to deflate before an attempt was made to remove the device, contributing to the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial filed report: negative pressure was held for 20 to 30 seconds. No additional information was provided.